Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the common compute controller (ccc) board. Initially, there were difficulties connecting to localhost. The fse contacted the isi technical support, which facilitated successful connection. After reprogramming the ccc board, the system started up with no errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer contacted the technical support engineer (tse) to report a power glitch in the room. Customer stated that after this, the system faulted and does not want to power on normally. Tse walked the customer through a system hard power cycle and reseating of all blue fiber cables but the system tower faulted with a 311 error. Tse then had the customer power down the system and remove the blue fiber cables from the robot and console. Customer powered each cart on individually with the tower faulting for the 311. Robot powered on successfully and the console powered on going straight into simulator mode. Customer stated that as of right now, they do not have cases scheduled for monday but would like the field engineer to reach out as soon as possible to schedule maintenance. There was no patient involvement.